Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. A day after the event, the patient was treated with vancomycin and fortum (doses, routes and frequencies were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was hospitalized for the peritonitis event. The patient was treated with injection of vancomycin (2 gm after five days, route and duration not reported) and injection of fortum (1 gm daily, route and duration not reported) for the peritonitis. On an unknown date, the patient was discharged from the hospital. Dianeal therapy was ongoing. On an unreported date, the patient was recovered from the peritonitis event. Dianeal pd2 1.5% and pd2 2.5%. Should additional relevant information become available, a supplemental report will be submitted.